Manufacturer narrative:
The pod was received with the formed needle visible in the exposed portion of the soft cannula. The linkage assembly was observed to not be fully retracted before opening the pod and fully retracted upon opening of the pod. Upon inspection of the needle mechanism assembly, the mechanism rail swage was found to be misaligned with the pod top housing. Score marks were observed on the inside of the pod top housing. Scratch marks and deformities were noted on the left side of the mechanism rail swage. This indicates interference between the mechanism rail swage and the top housing. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.

Event description:
It was reported the pod was worn on the patient's abdomen for between 36 and 48 hours. No adverse patient impact was reported.